Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this device exhibited premature battery depletion (pbd) . Engineering analysis determined that the device did not declare low voltage but was depleting in a manner consistent with the lv capacitors advisory. In addition, the device hardware was not detecting the loss of battery energy that the battery status indicators were not reflecting the depletion condition and were inaccurate and should not be relied upon to determine the depletion status of the device. The device was malfunctioning. Further, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this device exhibited premature battery depletion (pbd) . Engineering analysis determined that the device did not declare low voltage but was depleting in a manner consistent with the lv capacitors advisory. In addition, the device hardware was not detecting the loss of battery energy that the battery status indicators were not reflecting the depletion condition and were inaccurate and should not be relied upon to determine the depletion status of the device. The device was malfunctioning. Further, this device was explanted. No additional adverse patient effects were reported.